Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified curved openings, and flat creases. A leak test was performed and four openings were found. A microscopic analysis identified: four curved striated openings on the anterior side assessed as surgical damage. Based on the device analysis the final assessment is: four curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.